Event description:
A home patient (hp) contacted global technical services requesting assistance with closing the door on the home choice (hc) machine during prime. The hp stated they opened the door, but could not get it closed. The technical service representative (tsr) had the hp cycle power and asked if the clamps to the solution bags and the patient line were closed. The hp stated no they were open and some solution came out. The tsr explained that the supplies were now compromised and the hp needed to discard the supplies and start over with new ones. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was from a home patient for overprime and leak out of patient line. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. The complaint was not confirmed due to a lack of sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.